Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who evaluated the iabp unit and was able to reproduce the reported issue, reported that the drive manifold was found to be defective. To fix the issue, the drive manifold as replaced with a new one from the hospital's stock, and all functional and safety checks to meet factory specifications performed. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) alarmed a low vacuum error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) alarmed a low vacuum error. There was no patient involvement, and no adverse event reported.